Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for renal failure. The customer woke up with a blood glucose of 420 mg/dl; she experienced dry heaves and weakness. The customer called her daughter but the daughter did not get back to her until night time; when the daughter arrived the patient's blood glucose dropped to 60 mg/dl. The customer's daughter gave her a coke cola and called an ambulance. At the hospital, the staff discovered that the customer's kidneys went into renal failure. The customer was given three dialysis treatments at the hospital. Additionally, the medications and supplements the customer was taking prior to the hospitalization were eliminated. The customer's health care professional has been working on adjusting her insulin pump settings. The customer was also assisted with programming her device. The insulin pump was not returned or replaced.